Event description:
It is reported that the implant had a blemish on the medial side.

Manufacturer narrative:
Evaluation summary: the reported blemish on the medial side is not visualized. No other complaints have been registered against the part and lot combination. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufacturer and inspected to specification. Dimensions were within specification where measured. Visual examination revealed light lines on the condyles of the superior surface that do not impede a fingernail. The underside also displays a light line that does not impede a fingernail.